Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with several clips. Testing was performed on the event unit, however the complainant¿s experience of a clip not closing properly could not be replicated. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap chole. The product was misfiring. The device was replaced. No patient injury occurred. Limited information was available. It was unknown if this occurred with the first activation. It was unknown what action was being performed when the surgeon experienced the event. The applied rep was informed of the events on 08nov2018 and asked the facility to report the events directly today, 09nov2018. Additional information was received via telephone on 09nov2018 at 8:30am from applied medical account manager. The device was inserted down an 11mm trocar. The first clip was preloaded prior to firing and the clip was found to not be closed at the apex. The device was removed and activated (no preloading) on the mayo stand and the surgeon experienced a dry fire. The surgeon fired again and experienced another dry fire. The surgeon then tried to preload a clip prior to squeezing plastic to plastic on the mayo stand and found that the clip was not closed completely at the apex. The device was replaced with another applied medical clip applier and the case was completed. The surgeons have used the applied clip applier for the past year and are trained to not place any pressure on the trigger when inserting down a trocar. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The product was misfiring. The device was replaced. No patient injury occurred. Limited information was available. It was unknown if this occurred with the first activation. It was unknown what action was being performed when the surgeon experienced the event. The applied rep was informed of the events on (B)(6) 2018 and asked the facility to report the events directly today, (B)(6) 2018. Additional information was received via telephone on (B)(6) 2018 at 8:30am from applied medical account manager. The device was inserted down an 11mm trocar. The first clip was preloaded prior to firing and the clip was found to not be closed at the apex. The device was removed and activated (no preloading) on the mayo stand and the surgeon experienced a dry fire. The surgeon fired again and experienced another dry fire. The surgeon then tried to preload a clip prior to squeezing plastic to plastic on the mayo stand and found that the clip was not closed completely at the apex. The device was replaced with another applied medical clip applier and the case was completed. The surgeons have used the applied clip applier for the past year and are trained to not place any pressure on the trigger when inserting down a trocar. Patient status: no patient injury occurred as a result of the event.